Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, and the right ventricular (rv) lead were suspected to exhibit calcification. The patient claimed that due to calcification in the pocket, the physician used to cautery blade to clean off the leads at device changeout. Technical services (ts) referred the patient to their physician regarding the performance of the leads and if calcification was present. Ts discussed the concern of the device not delivering a shock if the shock lead impedance increased from calcification. However, the patient received a shock in (B)(6) 2025. This ICD was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.